Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-mar-2016, UDI #: (B)(4). Additional patient codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal (2000 mics/ml at 371 mics/ml) via an implantable pump. The indication for use was intractable spasticity. It was reported the patient is a low functioning and non-verbal patient who recently had their pump refilled on (B)(6) 2019. The patient was found by parents later that night on the floor, fell out of bed, rigid, and vomited. The patient was admitted to the intensive care unit. The patient was intubated, sedated, hypotension requiring pressers. The patient had a catheter access port study which was negative on (B)(6) 2019 and spiral CT which was also negative. Log on the pump did not indicate any issues or motor stalls. The next day the patient had not improvement. On (B)(6) 2019, the hcp gave a 200 mic bolus of lioresal and then lightened the patient's sedation. The patient did well for four hours and then developed increased spasticity, flushing and hypertension. The patient was reseated and it was concluded the pump should be replaced due to baclofen withdrawal. The pump was replaced on (B)(6) 2019 and the hcp noted there was a large amount of catheter coiled in front of the pump during the delicate resection. The hcp also noted the catheter appeared damaged. The damaged section was removed and replaced. Both the pump and catheter were to be sent back for analysis. The issue was noted as not resolved.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2014 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.